Manufacturer narrative:
After further review of additional information received the following sections d4, g4, g7, h2, and h6 have been updated accordingly. As reported, the tip of a 5x150mm 135cm powerflex pro balloon catheter (bc) sheared off during an endovascular procedure. The doctor was removing the balloon when the tip sheared off in the patient¿s leg. The doctor was able to snare the balloon tip. The patient is doing well. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 82150006 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information provided, procedural / handling factors may have contributed to the reported event since it occurred during device withdrawal. As warned in the information for safety in the instructions for use (IFU), ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a powerflex balloon sheared off during an endovascular procedure. The doctor was removing the balloon when the tip sheared off in the patient¿s leg. The doctor was able to snare the balloon tip. The patient is doing well.